Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The patients ipg will not be returned as it was kept by the medical facility.